Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net transmission, it was noted that the right atrial lead exhibited noise. No additional information was available. The patient would be brought in at a later date for further testing.